Manufacturer narrative:
Summary evaluation: the product was not returned for analysis; it remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts have been made to obtain additional information. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmologist reported that ten years following an intraocular lens (iol) implant procedure the iol is blurred. The patient underwent surgery at a second facility. Six months prior to reporting the event, the patient underwent a yag laser treatment for secondary cataract. Additional information has been requested but not received.